Event description:
It was reported that there was an issue of under-infusion and difficulty priming with the infusion set, there was no patient injury reported.

Manufacturer narrative:
Other text: two cadd administration sets of the same lot as the reported device were received for evaluation in relation to the reported event. The returned samples were received in decontaminated condition without its original packaging. Visual inspection of the samples found no damage of the components, no contamination, no failure mode conditions were observed, the samples met all the specifications. Functional testing of the device was unable to confirm or replicate the reported event. Tests successfully passed; thus, the failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples was tested and successfully passed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.